Event description:
It was reported that a patient underwent a surgical procedure to explant an inflatable penile prosthesis (ipp) due to the device not properly expanding. The physician believed that the issue was caused by the plug from the accessory kit at the pump became loose. A new ipp was implanted. No patient complications were reported.